Event description:
It was reported that during a vats wedge resection with possible lobectomy procedure, the tissue tore when the stapler was opened after firing. They needed to convert to a thoracotomy with a right middle lobectomy to control the bleeding. The patient remains in the hospital. These are all the details presently known.

Manufacturer narrative:
(B)(4). Cartridge. The analysis results found that the ats45 device was returned in good condition, a cartridge was returned fully fired. The cartridge lockout was found normal. In addition, the cartridge deck and drivers were found to be damaged at distal end. The damaged found on the cartridge deck and drivers is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).